Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited mirror image oversensing and sensing integrity counter (sic). The rv and ra lead remains in use. No patient complications have been reported as a result of this event.